Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms due to a loose drive support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to the alarms. The insulin pump passed the displacement test. The insulin pump also had a missing end cap sticker.